Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been identified that this record, mrn 9617229-2024-07582, is a duplicate of mrn 9617229-2024-0011310. Please see mrn 9617229-2024-0011310 for reportable events.